Event description:
Plate fractured through screw hole in infant blade plate: bi lateral infant blade plates implanted on (B)(6) 2014. Broken blade plate was removed from left proximal femur. Plate broke at most proximal shaft hole (compression hole). Pt was in spica 4 weeks, rom exercise and then could weight bear 4 weeks later. Pt presented 4/25 with pain in left hip. No trauma or fall reported.

Manufacturer narrative:
Evidence of a delayed union was observed at time of revision surgery. Surgeon also suggested that he may have utilized too small of a plate for the pt and reported that in retrospect he wished he had utilized the locking proximal screw feature of the device to help stabilize the osteotomy because he felt that there was evidence of micro motion at the osteotomy site. The mal union and micro motion probable resulted in a fatigue failure of the device. Revision surgery utilized the larger size of same device with positive outcome.